Manufacturer narrative:
Additional information is provided in device available for evaluation?, evaluation codes. And additional MFR narrative. No further information was able to be obtained from this customer. However, the system software was upgraded, when they found the illuminator output to be out of specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 26, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company engineer reported that there was poor or no illumination when he was performing preventative maintenance. There was no patient involvement.